Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt. The device was bloody. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was in the cannula. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation, the distal jaw tips assembly and handle were opened up and there was no non conformities. Based upon the functional test, the reported complaint for "did not seal" could not be confirmed. However, based upon the observation of the activation not releasing in the cannula, the reported complaint for "toggle stuck" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 did not seal properly one of the branches in the lower leg, causing some bleeding, approximately 10-15 cc. This was after only two branches in the lower leg, which is where he started cutting branches. Standard cautery and the use of clips was used to bring the bleeding under control. The lower leg was opened to obtain the vein. When the harvester went to the upper leg endoscopically, the toggle did not always release. Sometimes it would release itself after a few beeps, and sometimes the user would have to push the toggle forward to turn off the energy. The reported device was used to complete the procedure. There were no patient effects. The product was returned.